Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases(fold), wear abrasion, deformation of the device, and weight test of the device found the weight to be within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device was explanted.